Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had power supply test failed during self-test and this alarm was generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Customer reported they were able to clear the alarm. Self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged multiple pump error, and device test failed found on (B)(6) 2022. The device passed the displacement test, active current test. The device failed the sleep current test and self test due to connector resistance electric boards and moisture damage respectively. No blank display or battery alarms or alerts were noted during testing. Successfully downloaded history files and traces using thus. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electric boards. After disconnecting and reconnecting the internal lithium backup battery connector on electric boards, the device was monitored and functioned properly. Power supply test failed during self-test was noted during testing due to moisture damage. Additionally, power supply test failed during self-test was found at the date and time for july 08, 2022 06:36:34.00 in the history files or traces. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was found at date and time for july 08, 2022 01:00:00.00 in the history files or traces. Device was cut open to perform visual inspection and found a loosely connected electric boards. Connecter and moisture damage on the electronic assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Power supply test failed during self-test confirmed due to moisture damage. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed due to a connector resistance issue with the j6 connector on electric boards. Device test failed confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.